Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleged device has strange odor when the device startup related to a CPAP devices. There is no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected and observed an unknown dust contaminant on the top enclosure and on the front panel. A hair ¿like particle was observed on the front panel. An insect was observed on the bottom enclosure under the blower box. An unknown contaminant was observed on the blower cap. A dust contaminant was observed and was able to confirm the presence of blower and blower seal. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer concludes there was evidence of sound abatement foam degradation.